Manufacturer narrative:
It was reported that there were no da vinci device issues. No investigation could be performed as the article did not provide any specific event information, or any da vinci system identifiers. The article reported two deaths and other postoperative complications. See h10 for related manufacturer report numbers. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the research article described a series of patients who underwent robotic prostatectomy. One patient died after suffering a stroke. No allegations have been made against any intuitive surgical products or instruments. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Citation: yilmaz, a.b., karimzada, k., ozercan, a.y. Et al. Comparison of different scoring systems for prediction of postoperative complications after robot-assisted radical prostatectomy. J robotic surg 19, 272 (2025). Https://doi.org/10.1007/s11701-025-02406-1. Section a2: patient age: reflects the study mean age of 65yrs. The age range was 48-77 yrs. Section b7: medical history reflects the study population co-morbidities, not the history of the specific patient. Section d: generic da vinci xi system product information is provided as the serial number was not provided. Section e - the event site recorded is based on the location of the corresponding author's associated hospitals (ankara bilkent city hospital, ankara, turkey; ankara guven hospital, cankaya, ankara, turkey. Section e: the corresponding author is designated as the initial reporter of the event.

Event description:
Review of an article that compared different scoring systems for prediction of postoperative complications after robot assisted radical prostatectomy (rarp) was performed. The retrospective study analyzed 374 patients at two different centers undergoing rapr using the da vinci xi system between january 2019 and june 2024. The scoring systems evaluated were estimation of physiologic ability and surgical stress (epass), comorbidity score for robotic surgery (crs), and the charlson comorbidity index (cci). One patient in the retrospective review suffered an acute severe stroke resulting in death. No specific details of the event were provided. The corresponding author responded to a request for additional information stating that the complication was not related to the da vinci system, and that this is the only information we are able to provide due to patient confidentiality.